Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/22/2017 in the initial report. The date returned to manufacturer was corrected to 10/30/2017. Correction: device evaluation update: upon further review of the device investigation, it was determined that the assignable root cause was incorrect in the initial report. The assignable root cause is updated from wear from normal use and servicing to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the trigger/slider was blocked, jammed and was moving heavy. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse did not work on the compact air drive device. It was further reported that the push button did not move smoothly. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.